Event description:
It was reported that several attempts to actively fix the right atrial (ra) lead were attempted and failed as the lead dislodged. It was further reported the screw at the lead tip did not operate smoothly. The lead was not implanted, was discarded and another lead was used. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.